Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that once treatment had completed and the cassette was removed, it was noted that fluid leaking from within the cassette door. No product information is available for the cassette. The cycler will be replaced.

Manufacturer narrative:
Device evaluation conducted serial number review on (B)(4) .

Event description:
A peritoneal dialysis nurse reported that once treatment had completed and the cassette was removed, it was noted that fluid leaking from within the cassette door. No product information is available for the cassette. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned to plant manufacturing for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The simulated treatment was performed and completely without failures. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. The cycler passed the mushroom head check. The system air leak passed. The valve actuation passed. The voltage check passed. The load cell value and verification was within tolerance. The temperature test passed.

Event description:
A peritoneal dialysis nurse reported that once treatment had completed and the cassette was removed, it was noted that fluid leaking from within the cassette door. No product information is available for the cassette. The cycler will be replaced.